Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the physically damaged display. The display will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a broken screen during an unspecified process step in the biomedical service department. The reporter stated that the screen was unusable. The screen lights up but nothing is displayed "due to the damage". There was no patient involvement. No additional information is available.